Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 7:00am. Caller reported that the end-user performed a blood glucose test on her prodigy meter and received a result of 240mg/dl (her normal result for that time of day is around 120mg/dl). Caller stated that about 5 minutes after testing the end-user got out of bed and fell to the floor. Paramedics where then called, upon arrival the paramedics tested the end-users blood glucose with their meter and received a result of 33mg/dl. While waiting approximately 10 minutes for the paramedics to arrive the end-user took 2 glucose tablets. There was approximately 30 minutes between testing with the prodigy meter and the paramedics meter. The end-user was then transported to the ER where upon arrival her blood glucose was 79mg/dl. The end-user was given a sandwich at the emergency room. The end-user was given a shot of lasix and was admitted to the hospital for 38 hours. When the end-user was discharged her blood glucose was 127mg/dl. The end-user's medication was changed upon discharge she was told to stop taking the januvia and her lantus was decreased from 80 units to 40 units. End-user tests her blood glucose 3 times a day in her finger tips. End-user was treated at (B)(6). No additional details were provided.